Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is forcefully advanced into a parent catheter at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the varices using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, while loading the lantern into the catheter, the physician broke the lantern into two pieces at the distal end. Therefore, the physician removed the proximal segment of the lantern. It was reported that the broken piece of the lantern was still outside of the catheter; therefore, the physician was able to remove it by grabbing the broken piece of the lantern and pulling it out. The procedure was completed using a new lantern and the same catheter. There was no report of an adverse effect to the patient.